Event description:
Ap and lateral chest and neck x-rays were reviewed after high impedance was reported. The generator was located in the patient¿s upper left chest. The connector pins can be seen coming through the second connector block. The filter feedthrough wires were confirmed to be intact. The lead observed in the patient¿s neck appeared to be routed toward from the patient's back to the neck, but not behind the generator. A strain relief bend was present and per labeling, however no loop was present. The lead wires appeared intact at the connector pins. A clear fracture was visualized in the lead, below rib 3. No sharp angles were identified. Based on the x-rays received, the cause for the high impedance is likely caused by the lead fracture that was able to be visualized. Note that the existence of microfractures can also not be ruled out. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
It was reported that high impedance was seen on a patient's device in clinic. X-rays were performed but were normal according to radiologist. It was noted that the patient had a fall as well. No known surgical intervention has occurred to date. No additional relevant information has been received to date.